Manufacturer narrative:
The "date of event" was not provided. This was user error. There was not an issue with the product.

Event description:
Alleges user was driving too close to the pool and caught his back caster on edge causing the chair to fall in pool.